Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was additionally reported that the hcp office had trouble getting the medication since she had the pump. On one occasion, the patient got to the hcp clinic and they told her they did not know she was due for a refill that day, and the medication was "overnighted" and filled the next day. The patient was due for a refill in approximately the "end of (B)(6)" and approximately one week later, she did not get her medication there and the pump started alarming. The patient went in on (B)(6) 2015, and did not remember anything. The patient had been in her car and then they "came to try and stimulate her" and then was instructed to go to the emergency room (ER). The patient's eyes were going back and she started choking and ended up 3 days in the hospital because she had taken medicine on the way (to the clinic) that she did not remember. The patient stated she had taken "tremedol" and "finigin" for thyroid medicine. The patient was overdosing and withdrawing at the same time. This was considered a sudden change in therapy/symptoms. The situation was resolved. The pump was filled with saline approximately the "end of (B)(6)" and she was going to have the pump removed. The patient was seeing a local pain specialist.

Event description:
It was reported that a low reservoir alarm occurred (B)(6) 2015 followed by an empty reservoir alarm on (B)(6) 2015 due to a missed refill. The pump was refilled (B)(6) 2015 and the reservoir was confirmed to contain 0ml as expected. The healthcare professional (hcp) refilled the pump with saline and was monitoring volumes ¿for the next few weeks.¿ the reporter mentioned that the patient came in to the clinic sedated and it was suspected that it was due to the patient¿s oral medication intake (unknown). The patient was alive and without injury as of (B)(6) 2015 and has been discharged from the hcp¿s service. The pump was used to infuse dilaudid (hydromorphone). No intervention was reported for this event. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).